Event description:
It was reported that the customer had reservoir that leaked past both o-rings. The customer stated that the leak was noticed during reservoir removal. The customer also stated that the o-rings were not malformed in the package. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.